Manufacturer narrative:
Additional information provided: the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that precedex (0.2 mcg/kg/hr) was initiated at 1015 at a rate of 3.5ml/hr, and 2 hours later reduced to 1.9ml/hr (0.1 mcg/kg/hr) due to the patient experiencing hypotension and bradycardia. By 1610, there was 5ml remaining in the bag, however the pump indicated a vtbi of 70ml. The initial vtbi was 85ml (15ml to prime the line). Two nurses double checked the infusion settings and pump, however no errors were found. The infusion was stopped; the line, medication and pump module were removed and the doctor was notified of the event. There was no patient harm reported.

Event description:
It was reported that precedex (0.2 mcg/kg/hr) was initiated at 1015 at a rate of 3.5ml/hr, and 2 hours later reduced to 1.9ml/hr (0.1 mcg/kg/hr) due to the patient experiencing hypotension and bradycardia. By 1610, there was 5ml remaining in the bag, however the pump indicated a vtbi of 70ml. The initial vtbi was 85ml (15ml to prime the line). Two nurses double checked the infusion settings and pump, however no errors were found. The infusion was stopped; the line, medication and pump module were removed and the doctor was notified of the event. There was no patient harm reported.

Manufacturer narrative:
Additional information provided: a.3, b.3, b.5 & d.11.

Manufacturer narrative:
The date of the event was the end of february, either feb 27 or feb 28. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over infusion of precedex occurred at the end of february. The starting rate (0.2mcg/kg) was 3.5 ml for a 75 kg patient. Several hours later the patient experienced hypotension and bradycardia, and the rate was reduced to 0.1 mcg/kg/hr (1.9 ml/hr). Between 1015 to 1620 the patient was expected to receive 15 ml of medication, however at 1620 the bag was observed to only have 5 ml remaining when 80 ml was expected. Although requested, no other details or effects to the patient were provided.

Event description:
It was reported that precedex (0.2 mcg/kg/hr) was initiated at 1015 at a rate of 3.5ml/hr, and 2 hours later reduced to 1.9ml/hr (0.1 mcg/kg/hr) due to the patient experiencing hypotension and bradycardia. By 1610, there was 5ml remaining in the bag, however the pump indicated a vtbi of 70ml. The initial vtbi was 85ml (15ml to prime the line). Two nurses double checked the infusion settings and pump, however no errors were found. The infusion was stopped; the line, medication and pump module were removed and the doctor was notified of the event. There was no patient harm reported.

Manufacturer narrative:
Investigation of the returned device found no issues and delivery accuracy was within specification. The associated tubing was received and investigation determined it was out of specification. The tubing has been submitted under manufacturer report number 9616066-2019-01796.